Event description:
It was reported that during a lap chole procedure, the device was being used to clip the artery. Upon firing the fourth or fifth clip, the handle made a loud crunching noise and no clip fired. The device would not reload and the jaws would not close preventing the device to slide back through the trocar. Another device and trocar was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record reviewed was performed and no anomalies were found during the manufacturing process.